Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information and patient's weight. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: n/a, serial: n/a, batch: 14584.

Event description:
It was reported one of patient's leads had high impedances. Investigation was unable to identify which lead attributed to the issue. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported there were high impedances on both leads and one lead was fractured. To address the issues, patient underwent surgical intervention was undertaken on (B)(6) 2025 wherein both leads were explanted and replaced. Effective therapy was restored post-op.